Manufacturer narrative:
(B)(4).

Event description:
The complaint device being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). No product or data were provided for evaluation. The reported event and malfunction could not be confirmed; therefore a definitive root cause could not be determined. It should be noted that the diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output and a hypoglycemic event on (B)(6) 2015. Patient's wife stated earlier that morning, patient's continuous glucose monitoring (cgm) device was showing 72 mg/dl, he then went to eat and wife was getting ready for work. When she returned to check on the patient, she found him unconscious on the floor. Wife checked the cgm meter and it was showing 55 mg/dl. The patient's wife then called the paramedics and patient was given glucagon shot twice since the blood glucose values was still reading 55 mg/dl. Patient's wife stated the values never changed and did not alert. Paramedics than arrived to the house 20 minutes later and the cgm alert went off. Cgm value showed 90 mg/dl however patient was still unconscious. Paramedic than administered d50 and transported patient to the hospital. The patient was discharged from the hospital later that day where his blood glucose was back to normal; his finger stick was reading 84 mg/dl and the cgm device was showing 112 mg/dl. At the time of contact, the patient was in good condition. No additional event information was provided.